Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown CAPA-000866 was opened to address root cause investigation. Photographs have been received for the defective device. Investigation summary: the affected device was received for evaluation. A pinhole was observed during the visual inspection. The manufacturer will forward the sample to the manufacturing site and request a detailed investigation.

Event description:
It was reported that during priming the device exhibited leaks multiple times. There was no patient involvement and no patient harm/adverse event reported.